Manufacturer narrative:
Taper ii: further follow up has been conducted to determine the device serial number. As to date, apollo has not received any additional information. As the device was received in the lab, it was identified as a taper ii connector. Analysis is in process. Device labeling addresses the reported event as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures. Unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "leaky tubing of [the] laparoscopic band. [Patient] had regained weight. The tubing leak was repaired, at the time further evidence was not found of a more proximal leak. Two weeks after repair patient came in for a two week post op follow up/fill adjustment. It was found again that [the] lapband system wasn't holding any pressure. Patient was scheduled to have a egd procedure. The egd didn't reveal anything, but a repeat injection showed a very proximal leak which could not be seen on the previous injections because all the fluid had been going out through the more distal leak closer to the port. The location of the leak required a complete replacement of the lapband system."

Manufacturer narrative:
Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. The entire lap-band system was returned. Visual inspection noted the band was separated from the port at the band tubing, near the belt. Scratches and needle marks were noted on the port septum. The port septum was noted to be discolored, and was blue in appearance. Two port holes were separated at their joint. Black particulate matter was noted on the outer surface of the port tubing. The port tubing, band shell, and band tubing were noted to be discolored, and were blue in appearance. A port leak test was performed, and leakage was noted from the band tubing. Under microscopic analysis, the opening on the band tubing was noted to be smooth-edged, consistent with wear and thinning. A fill inspection test was performed, and blockage was noted when attempting to inject fluid into the port septum. An air leak test was performed, and leakage was noted on the band, where the band was separated from the buckle. Under microscopic analysis, both ends of the band tubing, and both ends of the ring/buckle were observed to have striated edges, consistent with surgical damage and device removal activities.